Event description:
New information noted that the patient was stable.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. Further information was requested however, was not provided.